Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had previously called about no delivery alarm on the insulin pump. The customer reported they were receiving the no delivery alarm again. Troubleshooting was performed on the insulin pump. The performed a 5.0 unit fixed prime and insulin exited. The customer also reported that they had a high blood glucose level of 548 mg/dl. The customer¿s meter was reading at high at the time of the call. They had treated with the insulin pump. The device will not be returned for analysis.